Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette became disconnected from a luer transfer set during peritoneal dialysis therapy. This event occurred during use with patient involvement. The patient has been hospitalized for prophylactic peritonitis treatment. Patient's condition reportedly is stable. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in the actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph showed that the patient line¿s hytrel sleeved connector was separated from the tubing. Heat seal indentation and bead were present at the tubing which shows the tubing was heat sealed to the hytrel sleeved connector. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.